Event description:
It was reported that the patient experienced diaphragmatic stimulation at threshold. The left ventricular (lv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c2tr01 ICD, implanted: (B)(6) 2012; 694765 lead, implanted: (B)(6) 2012. (B)(4).